Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is being revised due to an unknown reason.

Manufacturer narrative:
Information has been received and no issue with zimmer implants has been reported in this case. This complaint will be invalidated.